Manufacturer narrative:
This is a similar device report. A similar device of the reported device was sold to us the reported device is not marketed in the us. Device was not yet returned for investigation. The investigation is ongoing.

Event description:
It was reported that some patients have had more lengthy operations, experienced significantly more bleeding than they should, and surgeons were traumatized by the experience. Internal reference number: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The defect stated by the customer could not be reproduced. There are no indications of a systematical error. Device works according to specification. The most probable root cause is user error. Internal karl storz reference number: (B)(4).